Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 12/18/2024, it was reported by email that 2 patients experienced inaccurate cgm values. According to the email, one of the patients uses omnipod in hybrid closed loop. The patient had a low cgm alert around 1615 and was asymptomatic. Upon receiving continued alerts, she checked her bg and calibrated her g7 with a bg of 424 mg/dl at around 1630. The sensor continued to report false lows for another 3 hours even with another calibration of 400mg/dl at around 2015. It was not documented whether the patient was treating her hyperglycemia during this time. At 2130, the cgm increased to high. The patient was dehydrated and also had the flu. The patient went to the emergency department (ed) with vomiting and dehydration at the recommendation of the reporter. The low bias cgms for the 5 hours prior had directly impacted the insulin delivery from the pump. In the ed, the bg was 523 mg/dl. The patient had dka and acute kidney injury. The length of stay was not documented, although acute kidney injury with dka would warrant more than 24 hours of higher level of care. The patient was reportedly treated with insulin. The patient's condition was good at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - renal impairment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported by email that the patient experienced inaccurate cgm values. According to the email, the patient uses omnipod in hybrid closed loop. The patient had a low cgm alert around 1615 and was asymptomatic. Upon receiving continued alerts, she checked her bg and calibrated her g7 with a bg of 424 mg/dl at around 1630. The sensor continued to report false lows for another 3 hours even with another calibration of 400mg/dl at around 2015. It was not documented whether the patient was treating her hyperglycemia during this time. At 2130, the cgm increased too high. The patient was dehydrated and also had the flu. The patient went to the emergency department (ed) with vomiting and dehydration. The low bias cgms for the 5 hours prior had directly impacted the insulin delivery from the pump. In the ed, the bg was 523 mg/dl. The patient had dka and acute kidney injury. The length of stay was not documented, although acute kidney injury with dka would warrant more than 24 hours of higher level of care. The patient was reportedly treated with insulin. The patient's condition was good at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.